Event description:
I am a type one diabetic who wears the dexcom g6 sensor and the omnipod 5 insulin pump in automated mode. The dexcom g6 continuous glucose monitor sensor has inaccuracies in readings. Today, my continuous glucose monitor reported that my blood sugar was 91 and when I took my blood sugar with my glucose meter, it was actually 55. This is an extreme life-threatening health hazard and can cause death. My omnipod 5 pump was giving me insulin while my blood sugar was 55 because my continuous glucose monitor was giving my pump the wrong glucose reading. Dexcom cgm g6 reading was 91 mg/dl while the finger stick blood sugar reading was 55 mg/dl.